Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the patient underwent peripheral central vein catheter insertion on (B)(6) 2023. When the doctor withdrew the puncture needle after successful puncture, the puncture needle was stuck by the end of the guide wire, resulting in the puncture needle failing to withdraw, the puncture sheath failing to enter the blood vessel through the guide wire, and the guide wire being dragged out of the original insertion length.